Event description:
The customer reported tht when pressing the charge button in operational check it doesn't work.

Manufacturer narrative:
(B)(4). The customer reported tht when pressing the charge button in operational check it doesn't work. The device was evaluated at philips. The symptom was clarified as the device hanging at the charge button step during operational check. Replacing the processor pca resolved the issue.